Event description:
It was reported that a flogard infusion pump presented an occlusion alarm on channel 2. There was no report of patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Initial reporter: address and phone number: (B)(6). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the downstream occlusion alarm on channel 2, confirming the reported condition. The cause of the downstream occlusion alarm was determined to be an out of calibration safety slide clamp shim. To correct the condition, the safety slide clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.